Manufacturer narrative:
Additional information received on 01/08/2022 and section h 11 should be reported as: the manufacturer was contacted in reference to a user of dreamstation auto CPAP. The manufacturer received information alleging asthma (new or worsening) and lung disease. Medical intervention was not specified. No patient information was provided. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service centre, the device was visually inspected and found no evidence of foam degradation. The manufacturer service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated. Health impact grid was updated from life threatening illness or injury to serious injury/illness/impairment.

Event description:
The manufacturer was contacted in reference to a user of dreamstation auto CPAP. The manufacturer received information alleging asthma (new or worsening). Medical intervention was not specified. No patient information was provided. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow- up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.